Event description:
A 8/14cm veritas collagen matrix was implanted in the abdominal wall after 13cm tumor had been removed. The veritas implant failed within 48 hours and was replaced with a different patch material. Veritas pulled through the sutures on one side of the patch. Surgeon stated he felt that this was a difficult patient, with the large size of the defect and the very large abdomen of the patient the veritas was not strong enough. Patient is doing well.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted. Device lot number not reported to manufacturer; therefore, manufacture and expiration dates unk.